Event description:
It was reported that a spectrum iq infusion pump had bad speaker experiencing low tunes. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of bad speaker with low speaker tones was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.